Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as (B)(6) 2025.

Event description:
It was reported by the patient that after 10 hours of treatment with the device, she felt pain. The pain level was at a 10, the patient did not report this to her doctor. The pain is in her legs and feet. The patient will perform the time test. No further consequences were reported.